Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results from a single patient sample run on a vitros 5600 integrated system. Vitros tropi es results: 0.060, 0.069 ng/ml vs expected 0.033 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The 0.060 ng/ml result was reported from the laboratory and a corrected result was later issued. Ocd was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros troponin I es results were obtained from a single patient sample run on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related issue, as within-laboratory precision testing was unacceptable. Following completion of service the 5600 system was returned to its expected performance. The investigation determined that pre-analytical sample handling or an unexpected vitros troponin I es reagent performance could not be ruled out entirely as contributing factors.